Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) germany, alleging that the onetouch verioiq meter is giving inaccurate results. This complaint is classified according to the documentation of the customer care advocate. The patient uses the lfs product to test his blood glucose and takes self-adjusting insulin accordingly. The patient felt that the subject meter is giving inaccurate readings but could not provide any numeric value. During the last two weeks prior to contacting lfs, the patient had intermittent low blood glucose at night. He reportedly felt ¿drunk and numb.¿ in addition, he was unconscious on one occasion and woke up later in the ambulance. He tested on an ems meter at ¿30 mg/dl¿ and was treated with dextrose gel at the hospital. The patient claimed he also has very high blood pressure. The patient confirmed the unit of measurement was set accordingly. The lfs product was replaced and requested back for investigation. This complaint is being reported because the patient required hcp treatment for hypoglycemia while he managed his diabetes with the lfs products.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (04/02/2014), the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2014 and (B)(4) 2014, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.